Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g121 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated approximately 50 ml of whole blood was processed when the centrifuge bowl had broken into two parts. The customer stated the lower part of the bowl was still attached to the centrifuge bowl holder, and the drive tube component of the kit was still intact. The customer reported an alarm #7: blood leak (centrifuge chamber) was received. The customer stated the patient was stable and was started on a new treatment afterward. The customer will not be returning product for investigation.